Manufacturer narrative:
The events of infection and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: infection (unknown onset) and wound dehiscence.

Event description:
Healthcare professional reported via nbir left side "infection, wound problems". Device has been explanted.